Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported an asymptomatic patient presented in clinic during follow-up when the device was post paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were recommended.

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed. Programming changes and further testing were recommended.

Event description:
New information received that another instances of post-paced t-wave oversensing were observed after previous programming changes were made. Further programming changes were made. Patient was fine.